Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a shocking sensation which was stronger when she walked. She was able to turn her stimulation down. Follow up information received from the healthcare professional indicated, the pt never reported this event to their clinic. It was noted that the intra-operative impedance testing were within normal limits. Reprogramming was performed on (B)(6) 2010, at which time the pt had perfect symptom control. The pt did have a low threshold between being uncomfortable and having noxious stimulation sensation. Their amplitude was set as a sub-threshold level for stimulation. On (B)(6) 2010, the pt had a revision performed by another physician to move the device from their right to left side. It was also noted that the pt had been to a pain clinic in another city and was on high dose narcotics. Pt outcome was reported as no injury.